Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from headlights, suspension arms and spring arms. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 23th june, 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from headlights, suspension arms and spring arms. Based on the getinge technician statement, the issue was determined to be caused by the equipment hitting other objects caused by the user. The photographic evidence confirming paint damage on the headlights was provided. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 23th june, 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from headlights, suspension arms and spring arms. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 23th june, 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from headlights, suspension arms and spring arms. Based on the getinge technician statement, the issue was determined to be caused by the equipment hitting other objects caused by the user. The photographic evidence confirming paint damage on the headlights was provided. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from headlights, suspension arms and spring arms. Based on the getinge technician statement, the issue was determined to be caused by the equipment hitting other objects caused by the user. The photographic evidence confirming paint damage on the headlights was provided. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. A quote for a replacement device was sent to the customer. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and it contributed to incident. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the information gathered, the issue was discovered during maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on prismalix surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint peeling is low. According to the factory investigation report performed by the subject matter experts at the manufacturing site all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. (Prismalix userman 0113103 3g, pages 23-24) to prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.